Event description:
It was reported, that this left ventricular (lv) lead was not successfully implanted, due to unknown product performance. Additional information, indicated that this lead had lead body damaged. Also, attempted implant was, due to physician tried multiple wire exchanges. The physician could not push the wore through the lead, because it would stuck. The wire was flushed each time. And was removed with ease from the lead. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report is being filed, to correct b5: describe event or problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance. Additional information indicated that this lead had lead body damaged. Also, attempted implant was due to physician tried multiple wire exchanges. The physician could not push the wore through the lead because it would stuck. The wire was flushed each time and was removed with ease from the lead. This lead was never in service. No adverse patient effects were reported.